Manufacturer narrative:
Load cell.

Event description:
It was reported by service report that the scale is off about 15lbs. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.